Event description:
It was reported that at a time of maintenance the battery's voltage was 5.9v, of low. The battery test was performed and it generated the low battery alarm soon. On battery drive, it became 00% in 5 seconds. The battery was recharged for 16 hours but the low battery alarm was generated in 1 hour and a half. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A battery was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.